Event description:
Reporter states that he went to (B)(6) and was in a group setting to learn how to use the CPAP machine within ten minutes of the demonstration felt short of breath, fell and almost passed out. The staff at (B)(6) told the reporter it must have been his nerves and sent him to urgent care. The reporter states that he has developed a cough, nasal congestion, wheezing, difficulty breathing at night and has felt years of frustration due to seeking medical attention and none of the health care professionals could effectively treat what was wrong with him. Once, the reporter learn of the dreamstation CPAP recall and discontinued use of the device he has not had many immediate health concerns. But has developed a sensitive respiratory response to different smells that cause him to wheeze.